Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy. There was no alleged device malfunction contributing to the irritation. The patient reported having a doctors appointment today, but there is no indication of medical intervention, reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.